Event description:
The customer reported via phone call that the needle part of the sensor was stuck in the serter. Customer reported that she lifted the serter from the sensor base, the sensor was stuck to the base and the needle hub was stuck inside the serter. Blood glucose level at the time of the incident was 409 mg/dl, which was treated with the insulin pump. During troubleshooting, the customer confirmed that the serter's catch arm was bent. The customer was advised that the serter would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.